Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was not reviewed and the involved lot was unknown. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure 24 bi was not returned for visual inspection. Retains testing was not performed as the lot number was not available. The lot number was not available so DHR review, complaint trending, and retains testing were unable to be performed. The complaint product was also not available for evaluation for user error that could lead to a positive bi result. There is insufficient information to determine an assignable cause. Should additional information become available, the complaint will be re-opened. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. It is unknown whether or not the affected load was reprocessed or released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.